Event description:
The handpiece was returned to the manufacturer for a trade-in, and during the evaluation the device started to smoke. There was no patient involvement during the investigation. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for a trade-in. During the evaluation the device started to smoke. Service will complete any necessary repairs and replace worn components in the service process as preventative maintenance. A follow-up report will be submitted if the final results of the quality investigation require one.